Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient had follow-up testing that confirmed there was no damage to the coronary arteries or other outlying areas; the follow-up visit was normal, however, it was suspected that the st elevation occurred from either a vagal response or ablation lesion hitting plaque in the ablation area.

Event description:
It was reported that following the completion of the final cavotricuspid isthmus (cti) line lesion delivery using the affera sphere catheter, and during the exchange of the sphere 9 catheter for another manufacturer's catheter, the patient experienced 1-2 minutes of st elevation. The procedure was temporarily interrupted, and a vasodilator medication was administered, although st segments were already beginning to return to normal prior to administration. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.